Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the high-resolution stereo viewer (hrsv) for failure analysis investigation. The unit was analyzed and, in the logs, no data was found to indicate that a fault had occurred in the field. Upon visual inspection of the hrsv, no issues were found that would be related to the reported event. The monitor was installed and tested on a test system and it powered on showing a blank screen. The complaint was confirmed by failure analysis testing. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the vision system (vs) eye that they were not able to see was the left one and tried to reboot the system two times and tested two different endoscopes with no improvement. Technical support engineer (tse) tried checking error logs but found nothing related and guided customer to hard power cycle the system and reconnect all blue fiber cables (bfc) with no improvement. Tse guided customer to clean the endoscope connector with alcohol and reconnect it to the endoscope controller three times, with no improvement and to check if there was image in both eyes in the vision side cart (vsc) touchscreen, which was the case. Tse explained that it was most likely related to the left monitor not working and asked customer if they could perform the surgery in that configuration, which was not the case. The procedure was aborted post anesthesia. Intuitive followed up and confirmed that the surgery was suspended, not realized with consequent discomfort of surgeon and anesthesia. The procedure was not converted, was postponed. There was no injury to the patient.